Event description:
It was reported the pt had his spectra penile prosthesis replaced due to pain and poor rigidity. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.